Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg), the pod's cannula was found bent. It was also reported that the site was swelling. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6.

Manufacturer narrative:
The device was received with the soft cannula fully deployed. The investigation found that there were no bends, kinks, or damage to the cannula. The data showed no evidence of struggle in the drive mechanism indicating that the cannula was not occluded by bends or damaged at the time of the event. The device was received with the soft cannula fully deployed. The investigation found no damage or defects that would contribute to skin swelling. The exact cause of the reported skin swelling could not be determined.